Event description:
It was reported that during a fd case, post-stent balloon dilatation was performed after stent implantation. Although the balloon was inflated without problems, the balloon could not be deflated. A support catheter was delivered to retrieve a part of the balloon, contrast media was removed from the distal side and the balloon was deflated and then removed from the patient. After the procedure, when the balloon was inflated and deflated outside the patient¿s body, the balloon was able to be deflated even though the speed was slow. Subsequently, the procedure was successfully completed. There was no patient injury.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that during a fd case, post-stent balloon dilatation was performed after stent implantation. Although the balloon was inflated without problems, the balloon could not be deflated. A support catheter was delivered to retrieve a part of the balloon, contrast media was removed from the distal side and the balloon was deflated and then removed from the patient. After the procedure, when the balloon was inflated and deflated outside the patient¿s body, the balloon was able to be deflated even though the speed was slow. Subsequently, the procedure was successfully completed. There was no patient injury. Additional information: the reason for post-stent balloon dilation was to perform for post-dilatation inside the stent. The stent used in this case was a competitor stent.

Manufacturer narrative:
The investigation of the returned balloon catheter found the hub occluded with material consistent with dried contrast. After bypassing the hub, the balloon was able to inflate and deflate as expected. The physical evaluation of the device could not identify the conditions or circumstances that led to the occlusion, but it is consistent with the iodinated contrast used during preparation drying over time. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.